Manufacturer narrative:
Device evaluation anticipated. As soon as additional information is made available, a follow up will be sent.

Event description:
It was it was reported as being used in surgery and it fell apart. Parts of the instrument broke off. They had to retrieve the parts of the instrument  out of the patient during the surgery. (B)(6) 2011: writer spoke with the facility who provided more details of the event. The patient was a (B)(6) old who was undergoing a laparoscopic procedure, the type of procedure was not disclosed. According the reporter, the smallest retractor was being used. When the physician placed the retractor and began to use it she felt little tension and then it reportedly broke into pieces. Parts fell into the patient and the patient had to have an open vs. Laparoscopic procedure to retrieve the parts. The procedure was completed and the patient was x-rayed to confirm all the parts had been retrieved. The facility feels the patient's recovery has been prolonged and an increase risk of infection has occurred due to the fact the laparoscopic approach had to be aborted.

Manufacturer narrative:
(B)(4): four (4) devices were received for evaluation for problem with instrument fell apart. Visual examination of the devices received confirmed the reported issue with one of the devices with a product code, (B)(4), pediatric retractor, 3mm. The (B)(4), pediatric retractor 3mm device appeared very aged. The tube was badly bent and totally separated from the handle (the instruments welding broke). The cable was frayed at the point of breakage and three of the segments on the retractor fell off. The instrument is supposed to have 20 segments. All segments were accounted for. Further examination of this instrument by our in-house repair department revealed that the cable was previously replaced by an unknown source (third party repair). This third party repair was also indicated by the fact that all of the etchings ((B)(4), product and lot code) on the instrument were totally worn or wiped away. Because of that we were unable to identify the age of the instrument. Possible contributing factors to this failure could be the age of the instrument, repair of cable by unknown source and torqueing down much too hard causing cable to break. Three (3) other instruments were also returned for evaluation. One (1) product code (B)(4), manufactured april 2001- 10 year old instrument and two (2) with product code (B)(4) one manufactured august 2001 -10 years old and the other september 2003 - 8 yrs old. All three instruments were modified by an unknown source. Given that the devices were modified by an unknown source, the devices are not repairable and the warranty is void. Our records have been updated to aid in activities should another issue be recorded for this product code.